Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the device charging port is loose in the front case. The issue was found during the bench repair; therefore, no patient or user was harmed.